Manufacturer narrative:
Additional information was received that the patient was placed on antibiotics. The patient was doing well postoperatively. (B)(4) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of redness and sore were noted. The physician did not believed it was device or procedure related. The patient underwent an ipg explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of redness and sore were noted. The physician did not believed it was device or procedure related. The patient underwent an ipg explant procedure. No device malfunction was suspected.